Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the in-house database, it was observed that a generator diagnostic test was performed on (B)(6) 2007 which changed the patient's settings to what appears to be unintended parameters. Although it was reported that the generator was purposefully disabled "a few years ago", the date the device was intended to be disabled is unknown and it cannot be determined if the device was intended to remain off on (B)(6) 2007. The frequency was reprogrammed but this was the only parameter which was corrected. It is unclear if this was the date that the device was intended to be programmed off. A generator diagnostic test was performed on (B)(6) 2009 which changed the patient's settings to unintended parameters, and the output current was not corrected back from 0.0ma from the generator diagnostic test. This was also mentioned in manufacturer report number: 1644487-2012-02636, which reported the device being intentionally disabled (unknown date) prior to explant surgery. As reported in manufacturer report number: 1644487-2012-02636, the patient indicated that he experienced an increase in seizures with vns therapy.